Manufacturer narrative:
One curved needle delivery systems were returned for evaluation. Visual assessment of the device shows no ts or suture remain on the needle or were returned for examination. The actuator is in the post t2 deployment position indicating a complete deployment. The insertion needle is twisted and bent. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscal repair procedure, the t2 deployed simultaneously. Two of the same backup devices also failed in the same manner. A third backup was used to complete the procedure. No patient harm reported.